Manufacturer narrative:
The reported event was confirmed as user related. A potential root cause for this failure could be user error - incorrect use of device. It was unknown whether the device had met specifications. The product was used for urological care. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the purewick product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient used the purewick female external catheter on the hospital and reused the wick many times. They only used 3 different wicks on the entire hospital stay and the patient thought it led to kidney infections. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient used the purewick female external catheter on the hospital and reused the wick many times. They only used 3 different wicks on the entire hospital stay and the patient thought it led to kidney infections. It was unknown what medical intervention was provided.